Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The powervar line conditioner was bypassed by the hospital's electrician and remained unused. The ups (uninterruptible power supply) was subsequently replaced in (B)(4) (date not available) for the customer by a field svc engineer. Though requested, the line conditioner and ups in use at the time of the incident were not returned for investigation in root cause. Although offered through beckman coulter inc (bci) the ups and line conditioner are not bci products. Per bci compliance engineer the area on the lh750 around the upload bay has no high voltage points around it. The fact that the operator received a "shock" may be due to static electricity. If, however, the ups or line conditioner were faulty, this may have caused a potential shock condition. But if this were the case, then all surfaces would have been electrically charged, not just the tray area. There is insufficient info provided to determine what exactly may have happened. In order to completely eliminate the possibility of a shock hazard being present, the entire system, including the ups, line conditioner and the lh750 system should have been tested for grounding integrity on-site, though this was not recorded by site electrician. Without that, it is not completely possible to rule out that a shock hazard was present. The root cause remains unk.

Event description:
The customer reported getting shocked twice when trying to remove cassettes from the unload bay of the lh750 hematology analyzer. The customer worked with the hospital's maintenance staff and was told to disconnect the powervar 4.0 line conditioner from the instrument system as the line conditioner was "very hot." Per the customer, the hospital's electrician checked the instrument and everything was "alright." No other lab personnel had experienced a shock when working with the instrument. The technologist who did feel a shock later stated it might have been a static charge. She was not wearing esd (electrostatic discharge) protective gloves at this time of the incident. There were no reports of anyone seeking medical attention associated with this event.